Event description:
The physician believes that the increase in her seizures are due to consumption of alcohol, and lack of sleep. Patient works third shift, which disrupts her sleep and causes stress. Patient and doctor only have intentions of increasing her therapy ( therapeutic level) at this time.

Event description:
It was reported from the patient that she was having an increase in seizures. The patient¿s device was replaced in december and she stated that vns has worked well for her in the past, but after the replacement, the physician did not turn her device back up to her settings from her previous generator. Patient noted that she has had two seizures in the past 8 days and believes her vns needs to be turned up. Patient stated she mentioned this to the physician, but he increased her medication instead. No additional relevant information has been received to date.